Event description:
As reported by the study, the patient had an acute myocardial infarction post-percutaneous transluminal coronary angioplasty.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was performed on a 90% de novo lesion in the mid left anterior descending artery (lad) of unknown length and diameter. The (type c) lesion was not calcified and thrombus was absent. It was pre-dilated with a 3.0x20 mm balloon at 6 atmospheres (atm) before the 3.5x28mm bx stent was deployed at 14 atm. It was post-dilated with a 3.5x12mm balloon at 22 atm for unspecified reasons. There was no dissection following post-dilatation. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post procedure. Medications at baseline included asa, clopidogrel, nitrates and oral hypoglycemic. On the following day after the index procedure, there was an increase in cardiac enzymes. This was classified as an acute myocardial infarction. It was not known how the patient was treated but the situation was reported to have been resolved. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days of receipt.